Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap nephrectomy procedure, the stapler did not form a staple line when fired. The surgeon noticed that the cartridge was not seated properly on the stapler when the stapler was inspected. The cartridge may not have been loaded properly by nursing staff. Had to convert to open to complete the case. The patient is fine with no complications.